Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the distal conductor was distorted and was fractured due to overstress, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the lead has sensing difficulties at several different positions. There was also tension on the stylet when screwing in the helix. After repositioning the lead several times, the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.